Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.25mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.